Manufacturer narrative:
A follow up with the customer indicated that the operator is unable to determine if incident (using components from an expired kit lot) occurred or not. Account indicated the they reviewed control data from the date before testing, the date of testing, and the date after testing, no difference was observed. Customer indicated that a decision was made as to: results will stand - no recall, no repeat testing. As per the product risk management document, using the wrong reagents and/or expired reagents has a risk of: 5i ("5" for the severity of harm, and "I" for improbable likelihood of harm).

Event description:
Account suspects that on (B)(6) 2016 they used the components from hbc lot chk585 (expiration date 10-29-16) for testing. A new tech was processing and selected the next lot in oas chk586 for testing. Testing was conducted and results were released. Call area of false negative was used since the potential is there since account used expired product.